Manufacturer narrative:
(B)(4). Eval results: based on the info provided, no root cause can be determined. Acute myocardial infarction, occlusion of the artery. No pre-dilation prior to use as instructed in the IFU. Conclusions: based on the info provided, no root cause can be determined.

Event description:
An endeavor sprint rx drug eluting stent diameter 3.5mm length 30mm was deployed by direct stenting in the right coronary artery resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. The following day, a non q-wave mi and small side branch occlusion were confirmed. Event was not deemed to be life threatening. Event was reported not to be related to the product or drug but to be related to the procedure. Pt was released from the hospital. No add'l clinical sequelae were reported.